Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient was diagnosed with unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first diagonal with 85% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated by direct placement of a 2.50 x 16 mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died.

Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that adjudication indicated stent thrombosis.